Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-50 serial #: (B)(4), description: artisan surgical lead, 50cm.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason. No further information is available at this time.

Manufacturer narrative:
Explant date: (B)(6) 2012. Additional information was received that the patient underwent an explant procedure to place a pain pump. Device evaluation indicated that the ipg passed visual, electrical, and performance tests performed. The device was returned and there was no complaint tied to it. A complete series of tests was conducted to ensure the device's functionality. The ipg exhibited normal device characteristics. Device evaluation indicated that the paddle lead was cut and only proximal ends were returned with the ipg. Damage to the device was a result of a typical explant procedure and was not considered a failure.

Event description:
A report was received that the patient underwent an explant procedure for unknown reason. No further information is available at this time.